Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer has received multiple intermittent occlusion alarms. Customer stated they are able to clear the occlusions after they occur. Customer did not believe blood glucose levels had been impacted. Troubleshooting with tandem technical support was unable to be performed as the reported issue occurred in the past.